Manufacturer narrative:
The bed was inspected by the arjo technician who was not able to duplicate the claimed issue. All bed functions worked correctly. The arjo device did not meet its specification as allegedly the bed moved without any buttons being pushed. There was no indication that the patient was on the bed when the event occurred. The complaint was assessed as reportable due to allegation of the unintended bed movement.

Event description:
The customer staff contacted arjo and informed about a malfunction of a citadel bed frame. Allegedly, the bed was raising and lowering without any buttons being pushed. No indication regarding patient involvement. No injury was claimed.